Manufacturer narrative:
D9, g3, g6, h2, h3, h4, h6, h10 the glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned go monitor and confirmed the "no image / intermittent image" failure. When the go monitor was tested with a known, good, test single use blade and manipulated, the image flickered and horizontal lines appeared. When the go monitor was tested with a known, good, test video baton 2.0, the image was normal. The camera image quality test was performed and failed. The technical service representative attributed the "no image / intermittent image" issue to a hdmi connector failure. The glidescope go monitor's hdmi connector was replaced and the device was returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope go operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged."

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the devices have not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope go monitor, the image flickered and went in and out. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.